Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringe the device is damaged and/or deformed. The consumer states "the syringe stopper is deformed." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Two investigations were carried out. First investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringes. Customer states that the stopper had been deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. Sample was forwarded to manufacturing ((B)(4)) on 06apr2018 for further review. Second investigation summary: on 10apr2018, (B)(4) received one (1) loose 0.3ml, 12.7mm syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. The sample underwent cycle testing and noted sufficient lubrication within the syringe, thus, ruling out dry barrels as a potential root cause. The syringe was disassembled and the stopper was noted to retain its deformed/damaged configuration. Probable root cause likely to be a supplier related issue, however, this is unable to verified at this time. CAPA (B)(4) was initiated by the (B)(4) plant to address deformed/damaged stoppers and their associated root cause(s). As no batch number was reported with this customer complaint, verification that this sample was manufactured prior to any implementation activities associated with this CAPA is unable to be completed. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.